Event description:
The patient implanted for failed back surgery syndrome and spinal pain reported via the manufacturer representative (rep) that stimulation initially helped her pain and then approximately a year prior to this report she lost weight and the system was causing discomfort and was causing more aggravation than good for her despite having coverage. The patient then requested it be explanted, of which occurred. The weight loss was noted to have led to this. The issue was resolved and the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.